Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor serum/plasma was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor serum/plasma was not observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode (poor clot formation/particulate matter) because the defect was not evident in the testing of the complaint lot samples. All visual observations of retain and control samples demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor serum/plasma based on photos only. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that 200 bd vacutainer® serum / cat blood collection tubes had clotting. The following information was provided by the initial reporter: "red floating aggregates in centrifuged serum."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 200 bd vacutainer® serum / cat blood collection tubes had clotting. The following information was provided by the initial reporter: "red floating aggregates in centrifuged serum."